Event description:
Reporter states, "pt noted lack of motion in his (r) lower extremity. The surgeon ordered an x-ray evaluation. The x-ray revealed the axle had broken in the modular distal femur on the kinematic rotating hinge. Pt had revision surgery to replace the axle on 8/15/97."

Manufacturer narrative:
This axle cannot be evaluated for the rpt'd breakage as it has not been returned for evaluation but rather retained by the pt. Two requests for add'l info have been sent. User facility info is unobtainable. Two requests for add'l info pertaining to the device have been sent. Add'l device info is unobtainable.